Manufacturer narrative:
Initial reporter phone: (B)(6).

Event description:
It was reported that the rotational speed was unstable. A rotapro console was selected for use. During the procedure, it was noted that rotational speed issue occurred. There were no patient complications.